Manufacturer narrative:
Initial testing was performed by the field service engineer at the user facility. During testing, the device touchscreen was found to not respond. Further testing at the service center found the device touchscreen did not respond when pressed. This was found to be due to contamination on the touchscreen due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not respond. The device was returned to the biomedical department for an unknown reason. No specific patient information, device programming, or event details were available. There were unknown reports of any adverse patient events or reported delays of critical therapies while the device was in clinical use. No additional information was provided.